Event description:
Five erroneously low sodium (na) results were reported outside the laboratory from an (B)(4). The root cause was the mix motor, part number mu3228, was not spinning. File based on admin 9b, erroneous ise results. Erroneous electrolyte (na, cl, co2) results are generated and in some instances reported. Applies to either na, cl, and co2 results alone or in any combination of the three tests

Manufacturer narrative:
Beckman coulter unique identifier is (B)(4).